Event description:
It was reported that the stimulator was not working right and the patient was disappointed in the product. Patient had been readjusted a half dozen times and the patient had been told he was given 5 programs on adaptive stimulation. When the patient got home he only had 3 that worked and one put 1 70 0/0 on left leg. It was noted that every time the patient was adjusted it would not stay. This was the patient¿s 3rd stimulator in 10 years. Patient relied on program that put most in left leg. Patient was hurting from going to the healthcare professional the day prior to this report. Patient wanted to know why the position sensor won¿t keep him where he was supposed to be. It was later reported that there were high impedances with values of greater than 10,000 on electrodes 0,2,3,4,5,6, and 7. Action required as a result of the event was reprogramming. Impedance testing was done. Product issue was resolved. The cause of the issue was not determined. Patient lost stimulation in right left leg over the weekend prior to this report. Patient denied any injuries or falls. Patient was reprogrammed to cover bilateral lower extremities. Patient felt stimulation stronger in the left leg than the right. Patient had an appointment with the healthcare professional on (B)(6) 2014. Patient was alive with no injury. Patient had less than 50% therapy relief in right leg. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-14, lot# n339935, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n341397, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-14, lot# n334871, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n338766, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).